Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that stent fracture and vessel dissection occurred. The patient was diagnosed with single vessel disease (svd) in left anterior descending artery (lad). Vascular access was obtained via the femoral artery. The 90% stenosed, 32mm in length, 4.0mm in diameter, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified lad. After a non-bsc guidewire crossed the lesion, pre-dilation was performed using a non-bsc balloon catheter. Then a 4.00x32mm promus element plus drug eluting stent was deployed at a high pressure and was post dilated with a non-bsc balloon catheter. However, a stent fracture and vessel dissection were noted in cine at the proximal side of the lesion. A 4x16mm promus element plus drug eluting stent was advanced to cover the vessel dissection and the stent fracture part and the procedure was completed. No further patient complications were reported and the patient's status was stable. The patient was responding well to medications.